Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's previously administered products included for birth control: oral contraceptives and nuvaring. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (partial hysterectomy in 2009). Essure was removed in 2009. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, migraine, dysmenorrhoea, dyspareunia and fatigue had resolved and the headache outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. 3 coils l and 2 coils r with difficulty. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs+mr received- new event abnormal bleeding (vaginal), migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, did you undergo an essure confirmation test? No were added. New reporter, patient information, historical drugs were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's previously administered products included for birth control: oral contraceptives and nuvaring. Concurrent conditions included overweight, gallbladder disorder nos, anxiety, acne cystic, depression, galactorrhea and allergic rhinitis. Concomitant products included fluoxetine hydrochloride (prozac) and sertraline (zoloft). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain") and anaemia ("anemia"). The patient was treated with surgery (partial hysterectomy in 2009). Essure was removed in april 2010. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, migraine, dysmenorrhoea, dyspareunia and fatigue had resolved and the headache, weight increased and anaemia outcome was unknown. The reporter considered anaemia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. 3 coils l and 2 coils r with difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: menorrhagia, abdominal pain most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events weight gain and anemia were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included hemorrhagic cyst, gravida, parity 3, uterine bleeding, chronic cervicitis and lumbago. Previously administered products included for birth control: oral contraceptives and nuvaring. Concurrent conditions included overweight, gallbladder disorder, anxiety, acne cystic, depression, galactorrhea and allergic rhinitis. Concomitant products included fluoxetine hydrochloride (prozac) and sertraline hydrochloride (zoloft). On (B)(6)2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/fatigue") and anaemia ("anemia/othewr injury or complications") and was found to have weight increased ("weight gain/weight gain/loss specify: gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with ibuprofen, iron and surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6)2010. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, migraine, dysmenorrhoea, dyspareunia, fatigue, weight increased and anaemia had resolved and the headache outcome was unknown. The reporter considered anaemia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. 3 coils l and 2 coils r with difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, abdominal pain most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Event per pfs: abnormal bleeding was added, outcome of the events were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (partial hysterectomy in 2009). Essure was removed in 2009. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.